Event description:
The facility reported a colleague infusion pump with a malfunction of the display having round marks on the screen. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup in the sterile processing department. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of the display has round marks on the screen was confirmed and reproduced during product evaluation. The root cause was assigned to a faulty main display that had spots. The main display was replaced in order to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.